Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). In addition, there was erratic pacing impedance, noise, and a fracture suspected. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.